Manufacturer narrative:
A device history record (DHR) review was performed and no deviation was found. This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, with no difficulties reported. Defibrillation threshold (dft) testing was performed, where ventricular fibrillation (vf) was induced, the device detected, and a 65 joule shock was delivered. The shock was unsuccessful and an 80 j shock was delivered next, which also did not convert the arrhythmia. Two external shocks were delivered, also unsuccessful at converting the rhythm. Cardiopulmonary resuscitation (CPR) was started while the external defibrillator was charging again, and then it was noticed that the therapy from the device had not been aborted. The abort button was pressed on the programmer, but it appeared that the device delivered a shock at the same time that the external defibrillator delivered a shock and the patient was then converted to sinus rhythm. The shock impedance from the device was 88 ohms. Device data was submitted to technical services for review; however, the induction episodes were not available. Technical services discussed the counters showed four charges and three shocks had occurred. Missing induction episodes was most likely due to the many failed telemetry occasions that occurred during the implant; loss of telemetry can result in unsaved inductions. The field representative later reported that this patient was very ill and was actually a candidate for transplant and/or aortic route replacement. However, with a very high body mass index (bmi), surgery was deemed too risky at this time. No further dft testing was planned. The physician's goal was to help the patient understand the seriousness of their cardiac condition and work on reducing the patient's bmi so further treatment options could be considered. No adverse patient effects were reported related to the dft testing.

Manufacturer narrative:
A device history record (DHR) review was performed and no deviation was found. This device remains implanted and in service; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted, with no difficulties reported. Defibrillation threshold (dft) testing was performed, where ventricular fibrillation (vf) was induced, the device detected, and a 65 joule shock was delivered. The shock was unsuccessful and an 80 j shock was delivered next, which also did not convert the arrhythmia. Two external shocks were delivered, also unsuccessful at converting the rhythm. Cardiopulmonary resuscitation (CPR) was started while the external defibrillator was charging again, and then it was noticed that the therapy from the device had not been aborted. The abort button was pressed on the programmer, but it appeared that the device delivered a shock at the same time that the external defibrillator delivered a shock and the patient was then converted to sinus rhythm. The shock impedance from the device was 88 ohms. Device data was submitted to technical services for review; however, the induction episodes were not available. Technical services discussed the counters showed four charges and three shocks had occurred. Missing induction episodes was most likely due to the many failed telemetry occasions that occurred during the implant; loss of telemetry can result in unsaved inductions. The field representative later reported that this patient was very ill and was actually a candidate for transplant and/or aortic route replacement. However, with a very high body mass index (bmi), surgery was deemed too risky at this time. No further dft testing was planned. The physician's goal was to help the patient understand the seriousness of their cardiac condition and work on reducing the patient's bmi so further treatment options could be considered. No adverse patient effects were reported related to the dft testing. About two years later, this device was explanted and returned for disposal. No update on the status of the patient was provided to boston scientific. Laboratory analysis of the returned device was performed.